Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patients spinal cord stimulator (scs) paddle leads had migrated. The patient underwent a lead repositioning procedure, was doing well postoperatively and the leads remain implanted and in service.